Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with a solution of fluorouracil in dextrose. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.